Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, ventilation scan revealed multiple wedge shaped defects bilaterally. These involved the superior segment of the left lower lobe, posterior basal segment of the left lower lobe, anterior basal segment of right lower lobe, superior segment of right lower lobe and anterior segment of the right lower lobe. This finding was considered to be high probability for pulmonary embolus. Approximately, one year later, the ivc filter was retrieved successfully. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. No alleged deficiency with the filter was reported. The device was removed and the removal procedure was not provided. The patient reportedly experienced multiple pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six months post filter deployment, ventilation scan revealed multiple wedge shaped defects bilaterally. These involved the superior segment of the left lower lobe, posterior basal segment of the left lower lobe, anterior basal segment of right lower lobe, superior segment of right lower lobe and anterior segment of the right lower lobe. This finding was considered to be high probability for pulmonary embolus. Approximately, one year later, the ivc filter was retrieved successfully. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. No alleged deficiency with the filter was reported. The device was removed and the removal procedure was not provided. The patient reportedly experienced multiple pulmonary embolism; however, the current status of the patient is unknown.